Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. N addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that due to pain and bleeding, excision of eroded mesh was performed on (B)(6) 2012 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient experienced burning and stabbing pain in the vagina which would radiate through the hip and thigh- later spread through buttocks and down right leg to foot. Outer 3 toes and bottom of right foot burn, feel numb when pelvic pain starts. Electric shocks run up patient¿s back when trying to walk. Patient has constant struggle with constipation and bladder leakage. Patient cannot have normal relations with her husband due to painful sexual intercourse. Patient experiences mesh erosion, severe pelvic pain and burning rectal pain. Patient is unable to sit or stand for any length of time due to severe pain. It was reported that the patient underwent mesh revision on (B)(6) 2010 and (B)(6) 2011. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal prolapse and pain.